Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was discovered during a literature review of an observational study titled "liver abscess formation following transarterial chemoembolization" (tace) that liver abscesses were found in 21 out of 3613 patients who had undergone a tace procedure, which a percutaneous drainage catheter was utilized (reference MDR# 1820334-2017-03266). The patients had hepatic malignancies. It was reported in the same article that one of the patients died of severe sepsis 9 days after percutaneous catheter drainage, which is the subject of this medical device report. No allegations of any product malfunction have been alleged. Products are not available for evaluation. Additional information has been requested.

Manufacturer narrative:
One of the doctors involved in this study and the first author on the paper was interviewed and said, "the patient was a final stage liver cancer patient. This particular patient could not withstand the level for infection and died after 9 days due to sepsis. There were no abnormalities on the product." Additional information was received which reiterated that the device did not cause or contribute to the patient death and the product did not malfunction in anyway. The doctor also stated that the official cause of death for this patient was sepsis caused by final stage liver cancer and that there was no relation on the device causing or contributing to the sepsis. There is no alleged malfunction of the device. Investigation/evaluation: a review of documentation, instructions for use (IFU), specifications, and interview of personnel was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review could not be performed as the complaint lot number was not provided. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Based on the provided information, no product returned, the interview with personnel and the investigation, a definitive root cause is considered to be related to the occurrence of death. Due to the lack of device involvement in the death of the patient, this complaint is considered unconfirmed. Failures of this type are documented in the product risk assessment. The document also assesses the severity associated with each failure mode, causes and effects of the failure, current risk controls in place, and the detection level of a particular failure. Current risk controls include validated sterilization and heat sealing of tray processes, biocompatibility testing of materials, and monitoring of bioburden on released devices. We will notify the appropriate personnel and continue to monitor for similar complaints.